Event description:
It was reported that during implant attempt of a left ventricular (lv) lead, the coronary sinus was perforated by the catheter and the implant attempt was abandoned. Another catheter was used about 20 days after the first attempt and a lv lead was implanted. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.